Manufacturer narrative:
Correction: the customer reported that they caught about five (5) of the events (leaks) as the bags were done being filled and about to be labelled. (Remove previously reported statement of: ¿this event was discovered during patient use.¿) the actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the sample using tap water and no leak was observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the label of the bag where ¿product of (B)(4)¿ is printed. This event was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.